Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that when the surgeon opened the sterile inner packaging of the cpt stem, the stem was present but the plastic centralizer was missing. A second cpt stem was opened to replace the missing centralizer.